Manufacturer narrative:
This report is submitted on march 9, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla) on an unknown date. The patient's head was not wrapped as recommended by cochlear. The magnet was replaced on an unknown date. The device was explanted on (B)(6) 2020 because the magnet had dislodged again. The patient was reimplanted with a new device during the same surgery.